Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e1, e2, e3, and g2. Please see updates to e1, e2, e3, g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely that the telescope could not be connected due to a missing locking pin. It¿s likely the missing locking pin of the couple was caused by handling. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue regarding the noisy image was confirmed. In addition to the reportable malfunction mentioned in b5, it was noted that the coupler was rusted, the cable had wrinkles and cut marks, the cap unit was missing, and water leakage was noted from the cable unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during maintenance, the camera head had noisy image. Upon inspection of the customer¿s returned device it was observed, one of the locking pins of the coupler was missing and a telescope could not be connected into it. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.